Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that the implantable cardioverter defibrillator was post - paced t wave oversensing. Programming changes were made. No patient consequences were reported.